Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system in a cystocele repair procedure on (B)(6) 2011. There were no problems during the case, but weeks following this procedure, the patient developed numbing in her foot, and sciatic pain. The implanting physician opines that this is likely due to surgical positioning of the device during the procedure, and not to the mesh itself. A consulting neurologist also believes that the numbing and pain is not related to the mesh. The patient, who is (B)(6), indicated that she did not want her prolapse to return, so she did not want the mesh to be removed, and instead is using physical therapy for her pain and numbness. Reportedly, the patient is slowly improving.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.